Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: (mean age 59.7 ± 8.6 years; range 45 to 78 years). Gender/sex: male and female. Date of event: unknown, not provided. Model #: the model # is unknown as serial number was not provided. Catalog #: the catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, if explanted, give date: unknown, information not provided. Initial reporter phone number: unknown, not provided the device was not returned for analysis. The serial number for the device was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Citation: jeewan s. Titiyal, md, manpreet kaur, md, neha bharti, bsc, deepali singhal, md, rohit saxena, md, namrata sharma, md (2019). Optimal near and distance stereoacuity after binocular implantation of extended range of vision intraocular lenses. J cataract refract surg 2019, 45(6), pp798¿802. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: optimal near and distance stereoacuity after binocular implantation of extended range of vision intraocular lenses. Authors: jeewan s. Titiyal, md, manpreet kaur, md, neha bharti, bsc, deepali singhal, md, rohit saxena, md, namrata sharma, md. Publication: j cataract refract surg 2019; 45:798¿802. The publication reports that in the early postoperative period, 10 patients described mild to moderate glare, 1 reported severe glare, 15 patients reported mild to moderate halo, 12 patients described distortion of vision at near, and 10 reported distorted vision at distance. At one year follow up, 8 patients reported mild glare, 1 patient reported moderate glare, 14 patients reported mild halos, 4 patients reported mild night vision disturbance, 3 patients reported mild to moderate distortion of distance and near vision, 6 patients reported mild night driving difficulty, 1 reported mild difficulty watching tv and doing outdoor activities, and 4 reported reading difficulty. No additional information was provided to johnson & johnson surgical vision.